Event description:
Information received indicates the bed has lost all hi/low up functions.

Manufacturer narrative:
The facilities maintenance found the hydraulic reservoir was leaking, which depleted the hydraulic fluid in the system and caused the hi/low up functions to fail. The facility replaced the reservoir, and fluid to repair the bed.